Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 123 mg/dl. The customer stated that the insulin pump alarmed button error two months prior to the event. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted during our testing. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked battery tube threads.